Event description:
During the radical prostatectomy procedure, the clip appliers were cutting instead of ligating. A total of three (3) clip appliers with this problem were found in this single procedure.